Manufacturer narrative:
The axium prime coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil would not detach with an instant detacher after 3 attempts or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The patient underwent coiling treatment for a small unruptured saccular right middle cerebral artery aneurysm, measuring 3mmx2mm. The vessel was observed moderately tortuous. It was reported that the physician tried to detach the axium coil inside the aneurysm with two different instant detachers, but coil did not detach. Two attempts were made with manual detachment method but still coil failed to detach. There were not any patient symptoms or complications associated with this event. No images available for review. The patient¿s blood flow was normal. No patient injury was reported. Reported device and any accessory devices prepared as indicated in the IFU.

Manufacturer narrative:
The axium prime coil was returned within a plastic bio-pouch and within a dispenser coil. The instant detachers used in the event were not returned for analysis, as they were discarded at the site. The axium prime coil was decontaminated. The axium prime pushwire was found broken on its proximal end at the break indicator with release wire extending for ~8.0cm. The proximal tip of the pushwire containing the actuator interface and tack weld replacement (twr) was not returned. No bends or kinks were found with the axium prime pushwire. The axium prime pushwire was examined within the introducer sheath. The implant coil appears to have been detached and not returned. The reason for the implant coil not returning was not provided. The pushwire was pulled out from the introducer sheath for further evaluation. Under the microscope, the coin was not found to be located against the lumen stop and the shield coil was found to be present. The release wire was pulled out from pushwire for further examination. The retainer ring, coin and lumen stop were found to be in good condition. No other anomalies were observed. Based on the device analysis and reported information, the report of ¿non-detachment¿ could not be confirmed as the implant coil was found detached. It is possible that the reported ¿moderate¿ vessel tortuosity contributed to the event. However, the cause for the event could not be determined. The break on the proximal tip of the pushwire with the release wire pulled out likely occurred during the attempt at detaching the implant coil via the manual method of detachment (via hypotube). It is possible that the proximal tip of the pushwire was discarded or lost post procedure as it was not returned. The instant detacher, proximal end of the pushwire, and implant coil were not returned; therefore, any contributing factors from these could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.